Event description:
Further follow-up revealed that the infection was not related to vns therapy. It was reported that the increase in seizures was due to a cold that the patient suffered.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the lead prior to distribution.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient experienced bad grand mal seizures in the past couple of weeks associated with infection and that now the seizures were better with an increase in lamicatal levels. It is unknown whether or not the infection was related to vns therapy. Attempts to obtain additional information have been unsuccessful to date.